Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 10 mg/ml with an unknown total dose via an implantable pump for no known indication for use. It was reported on (B)(6) 2016 that there was a volume discrepancy that was unusual for this pump and potential overinfusion. It was stated that there was 4ml less in the pump than expected. Patient was completely asymptomatic of overinfusion. It was stated the refill was performed and the issue was said to have not been resolved. The plan was to wait until next refill and compare actual and residual volumes. Manufacturer representative (rep) was not provided a patient name and did not have any further information to offer.